Manufacturer narrative:
No product received to date. Due to the limited information and the missing product investigation is restricted to traceability of manufacturing and quality control data. Conclusion information: an investigation was not possible, because no product was returned for investigation. Based on the product documentation, we can exclude a defect at the time of delivery of the paedigav, our traceability indicates that the valve was in perfect condition. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause that led to accelerated outflow is only possible by an examination.

Event description:
The complained device was not returned to the manufacturer for evaluation.

Event description:
After completion of the case without the sample, the product was sent in on 01/20/2026. The investigation has been completed.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve does not operate within the accepted tolerance in either position. An accelerated outflow of paedigav could be determined. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, an accelerated outflow of the paedigav was detected. The visible deposits led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
-Limited information- it was reported that a paedigav 9/29 was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.